Event description:
A pt received her first treatment on 9/9/96 in the vermilion borders and periorbital lines. On 9/18/96, the pt noted and presented with "mild redness" at all treatment sites. On 9/24/96, she presented with slight redness, swelling, and itching at the treatment sites; oral atarax and prednisone were prescribed. On 9/30/96, the pt presented with persistent symptoms; topical temovate was prescribed. The physician was unsure if the symptoms represented a hypersensitivity.